Manufacturer narrative:
(B)(4).

Event description:
Reportedly, the surgeon insufflated the balloon port with 30 mls of air. When, the camera was placed in the port, the surgeon noted that a piece of the balloon had fallen into the patient's abdomen. As a result, the surgeon retrieved the ruptured piece of balloon from the patient cavity to complete the case. Procedure: laparoscopy. Patient status: no patient injury reported.